Manufacturer narrative:
Field safety technician has been sent for investigation the affected battery which the short run time. The technician stated (according to service order (B)(4)) that the unit powered on with 24v displayed after fully charge. Tested found unit runs approximately 55 minutes on battery at 2500rpm/4lpm. The battery was replaced as a precaution. Verified unit calibrated and passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported short battery run time on the rotaflow during patient transport to another department in hospital. The patient circuit was transferred to another console to complete the transport. No adverse effect or patient harm was reported. (B)(4).